Manufacturer narrative:
It was determined that the employee was attempting to manually clear an obstruction when the door closed on their hand causing the reported event to occur. A steris service technician arrived onsite to inspect the amsco 7053hp washer/disinfector and was not able to duplicate the reported event. No repairs were required, and the unit was returned to service. The amsco 7053hp washer/disinfector operator manual states (pg.87), "if an obstruction is present in the chamber door, do not attempt to remove the object." The amsco 7053hp washer/disinfector operator manual states (pg.13), " warning personal injury and/or equipment damage hazard if an obstruction is present in the wash chamber door, the door safety bar will detect an obstruction and the door will automatically stop from closing. Wait until door is fully open before removing obstruction." The account manager counseled the user facility personnel on the safe operating protocols, specifically door obstruction. No additional issues have been reported.

Event description:
The user facility reported an employee obtained an injury to their hand while operating their amsco 7053hp washer/disinfector. The employee self-applied an ice pack, took pain medication and returned to work the same day.